Event description:
It was reported that the patient visited their physician due to hyperglycemia and ketones. The patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) with ketones of 3.7. The pod was worn on the leg. It was noted that the patient was not feeling well and that the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.